Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported from unit 6a that the patient's parent called the nurse to report that the patient's IV fluids were leaking into the patient's bed. Upon assessment, the nurse found that the tubing set had separated at the distal port and leaked. The IV fluids were discarded and a request to pharmacy was made for a new infusion bag. There were no adverse effects caused to the patient from the event.

Manufacturer narrative:
Additional information added; a.2, & d.11. The customer¿s report that that the tubing set had separated at the distal port and leaked was confirmed. The separation was at the engagement of the outlet of the lower smartsite port and tubing. No other issue was observed. Further inspection of the separated tubing end identified the issue to be due to insufficient solvent being applied at the tubing engagement along with the tubing not being fully inserted. Dimensional measurement confirmed the tubing to be within specification(s). Visual inspection under magnification of the separated tubing end observed insufficient solvent. When aligning the separated tubing end's depth with the open smartsite end, a gap was observed indicating that the tubing was not fully inserted. Dimensional analysis of the tubing's outer diameter observed it was within specification(s). The cause of the leak was due to the separation. The root cause of the separation is due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error.

Event description:
It was reported from unit 6a that the patient's parent called the nurse to report that the patient's d101/2ns infusion was leaking onto the patient's bed. Upon assessment, the nurse found that the tubing set had separated at the distal port and leaked. The IV fluids were discarded and a request to the pharmacy was made for a new infusion bag. There were no adverse effects caused to the child patient from the event.